Manufacturer narrative:
Multiple attempts have been made to try to obtain further information about this case, but no response received from the customer. This file is closed and can be reopened if new information becomes available.

Event description:
Philips received a complaint by the customer on the v60 indicating that the screen was blank. It was reported there was no patient involvement at the time the issue was discovered. It was reported that the screen was blank. It was stated that the device powered on properly, but the screen was not showing anything. The customer requested a troubleshoot. The remote service engineer (rse) went over the device with the customer and advised the customer to replace the light crystal display (lcd) screen. The rse provided the customer with the part number for the lcd to order and replace. The investigation is ongoing.